Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B) (6) 2010, the pt was implanted with a scs system, the dr did not use an anchor to secure the lead. Six hours after the surgery, the pt lost stimulation. The sales rep tried reprogramming the pt, to no avail. An x-ray was taken and revealed that the lead had migrated. On (B) (6) 2010, the dr revised the lead, moving it back to its original location, and using butterfly anchors to secure the lead.